Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014 with custom components. During the procedure, the custom acetabular cup would not engage with the custom liner. A 30 minute delay occurred in the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions and a subsequent reduction in the service life of the prosthetic implant."

Manufacturer narrative:
The follow-up report is being filed to relay information that was omitted from the initial medwatch.